Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17152778/17718375.

Event description:
It was reported that patient underwent an explant procedure due to inadequate pain relief. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.